Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that t the continuous glucose monitor graph was missing. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolve